Manufacturer narrative:
The device was not returned and stryker was unable to duplicate or verify the reported issue. Through conversation with the customer is was determined the cause of the issue was a preamp out of range supply voltage. The device was scrapped by the customer.

Event description:
The customer contacted stryker to report that their device could not obtain an ECG reading. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement in this event.

Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device could not obtain an ECG reading. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement in this event.